Event description:
Reporter was in the middle of giving son his breathing treatment when the nose valve disconnected from the mask. Reporter grabbed connector before it could be inhaled or swallowed. Reporter expresses concern that piece can be so easily dislodged with breathing or crying. Reporter states that co also has two other sizes of this device and she is concerned that they too might have the same problem. She uses the size indicated by the color yellow.